Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead kit, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10049942. Common device name: drg lead kit, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10042600.

Event description:
It was reported patient experienced ineffective stimulation with the drg system. It is unknown which lead attributed to the issue. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which a new scs system was implanted to address the issue.

Manufacturer narrative:
Corrected: b5.